Event description:
Per the info provided to co by the physician's office, the device was removed due to a "fluid loss", secondary to a "tubing fracture at level of strain relief." As reported to co, the pump and assembly kit component(s) only were removed and replaced.

Manufacturer narrative:
According to available info this inflatable penile prosthesis was implanted on 2/13/91 and revised on 10/14/96 due to a "tubing fracture" at "center cylinder tubing [at] level of strain relief" and "fluid loss." Requests for explanted prosthesis and for add'l info surrounding this event have been made, however, to date neither device nor info have been received. Without benefit of analyzing explant without requested info, qa is precluded from commenting on condition of device or events surrounding this incident. Should explnated device or add'l info be received, qa will re-evaluate this event in accordance with procedures.